Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that the sealant of a mynxgrip 6f/7f vascular closure device (vcd) was placed into the patient¿s leg and embolized to the anterior tibial and perineal artery. Manual compression was applied for 30 minutes or less. The patient was brought back into the hospital where suction catheters were used to remove the sealant. At the time of this report, the patient remained in the hospital. Access was obtained via a retrograde approach. There were no multiple sheath exchanges. The vcd was being used in conjunction with a 6f procedural sheath for vascular closure following a diagnostic coronary procedure. Contrast/imaging was not used to confirm the vcd's balloon placement. The deployer did not fail to maintain tension on the catheter while tamping and did not over-tamp. The product was not returned for analysis. Review of lot f1716603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynxgrip vcd in vessels not suitable for the use of the device. Do not use the mynxgrip vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the sealant of a mynxgrip 6f/7f vascular closure device (vcd) was placed into the patient¿s leg and embolized the anterior tibial and perineal. Manual compression was applied for 30 minutes or less. The patient was brought back into the hospital where suction catheters were used to remove the sealant. At the time of this report, the patient was reported to remain in the hospital. Access was obtained via a retrograde approach. There were no multiple sheath exchanges. The vcd was being used in conjunction with a 6f procedural sheath for vascular closure following a diagnostic coronary procedure. Contrast/imaging was not used to confirm the vcd's balloon placement. The deployer did not fail to maintain tension on the catheter while tamping and did not over-tamp. The vcd is not available for analysis.